Event description:
The customer reported that while priming with chemotherapy, the set leaked from the silicone segment. There was no patient contact or event reported. No medical intervention was required.

Manufacturer narrative:
(B)(4). The customer's report that the set leaked at the upper silicone segment was confirmed. During visual inspection of the set, it was noted immediately that the silicone segment had a tear near the upper fitment. The tear was measured to be 0.0641 inches long. Visual examination under a microscope noted crush marks to the upper blue fitment. Functional testing was performed; a leak was immediately noted coming out from the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment. The root cause of the tear was not identified.